Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stopped working. Customer's blood glucose level was unknown. Customer stated that the little part that comes out and measures insulin was not working. Customer reported that the insulin pump was disconnected and it is damaged, she changed several things on it and she changed the receptor it was not turning on at all. The insulin pump will not be returned for analysis.